Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge repair depot technician replaced the fill manifold, tubing, and fitting to address the helium leak issue. The unit passed all functional and safety tests to meet factory specifications.

Event description:
It was reported during a service test performed by a getinge representative that the cardoiosave intra-aortic balloon pump (iabp) failed the helium leak test. The customer returned the unit without any reported issues from the field regarding helium leaks. There was no patient involvement, and there was no adverse event reported.